Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The sample was received in opened original packaging including the cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The shutter was found to have scratches indicating the use of tools. Based on these marks, it can be assumed that the instrument was damaged during use. It is possible that the shutter was first turned in the wrong direction and therefore jammed. The correct handling of the device is described in the direction for use (dfu) of the instrument. This event is attributed to user handling. The device was damaged during handling. The correct handling of the instrument is described in the instruments dfu. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the connection part of an ophthalmic pneumatic handpiece would not allow for a forceps tip to screw in and connect prior to performing the scheduled combination cataract and vitrectomy surgery. There was no harm to any patient.